Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage of the device had dropped from 2.9 volts in (B)(6) to 2.66 volts on (B)(6) 2010. The device is still in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage of the device had dropped from 2.9volts in (B)(6) to 2.66volts on (B)(6), 2010. The device is still in use. There were no reported patient complications as a result of this event. It was later reported that the device was explanted and returned. A new device was implanted. The device was subsequently returned, analyzed, and tested out of specification. There were no reported patient complications as a result of this new information.